Event description:
One incident of a blood leak with the psn 120 dialyzer noted 30 minutes into patient treatment. The blood leak was noted by a blood leak alarm. The patient was moved to another dialysis machine using the same disposables. A blood leak alarm again sounded and the blood leak was also confirmed visually in the dialysate. Treatment was resumed with new disposables and completed without incident. Blood loss was reported as minimal. No patient injury or medical intervention was reported per complaint coordinator.